Manufacturer narrative:
Block h6 (device codes): imdrf device code a0501 captures the reportable event of shrink sleeve detached. Block h10: the returned sensor wire was analyzed. During visual and microscope inspection, it was found that the ptfe peeled at the middle section, and the sleeve detached. Additionally, the sleeve was returned. Therefore, the reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be due to interaction with the scope or other devices used in the same procedure. It is most likely that as part of the device manipulation during the procedure an excess of force was applied to the device such as during the guidewire insertion through another device could have induced the problem observed. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event.

Event description:
It was reported to boston scientific corporation that a sensor wire was used in the kidney during a ureteroscopy procedure performed on (B)(6) 2023. During procedure, when the physician removed the cystoscope to change to ureteroscope, the shrink sleeve detached and was stuck in the bung of the cystoscope. Reportedly, the detached part was successfully retrieved from the bung. The procedure was completed with a new sensor wire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a0501 captures the reportable event of shrink sleeve detached.

Event description:
It was reported to boston scientific corporation that a sensor wire was used in the kidney during a ureteroscopy procedure performed on (B)(6) 2023. During procedure, when the physician removed the cystoscope to change to ureteroscope, the shrink sleeve detached and was stuck in the bung of the cystoscope. Reportedly, the detached part was successfully retrieved from the bung. The procedure was completed with a new sensor wire. There were no patient complications reported as a result of this event.